Manufacturer narrative:
You w, feng j, liu q, et al. Case report: de novo vertebral artery dissection after intravascular stenting of the contralateral unruptured vertebral artery aneurysm. Frontiers in neurology. 2021;12:599197. Doi:10.3389/fneur.2021.599197. If information is provided in the future, a supplemental report will be issued.

Event description:
You w, feng j, liu q, et al. Case report: de novo vertebral artery dissection after intravascular stenting of the contralateral unruptured vertebral artery aneurysm. Frontiers in neurology. 2021;12:599197. Doi:10.3389/fneur.2021.599197. Medtronic literature review found a report of patient complications in association with a pipeline device. The purpose of this article was to present an unusual case of a patient with a de novo vertebral artery dissecting aneurysm (vada) after placement of a pipeline embolization device (ped) stent on the contralateral vertebral artery (va). The article does not state any technical issues during use of the pipeline. The following intra- or post-procedural outcomes were noted: the patient was successfully implanted with satisfactory adherence between the ped and vessel wall. No intraoperative complications were encountered, and the right va was preserved. The patient did not display any adverse symptoms after the surgery. In addition, no major abnormalities were found in the right va at 5 months after initial treatment. Surprisingly, follow-up imaging 14 months postoperatively showed a segmental dilatation and narrowing of the right va, which suggested the formation of a de novo vada. Stent-assisted coiling was performed for this de novo vada. The patient had an uneventful postoperative progression with no observation of any occurrence of neurological deficits. Moreover, a 20 month angiography follow-up revealed complete occlusion of the aneurysm.